Event description:
As report by the sales rep the tip of the atw wire separated / embolized in the vessel. It could not be removed from the patient as 1-2cm piece was left in the body. The physician saved the first wire that was opened for the procedure but was not used because the tip frayed while removing from the package. The patient is a (B)(6) male. The target lesion location was the right coronary artery (rca). The rate of stenosis was 95%. A radial approach was used to access the patient. The physician opened the first atw wire and when removed from the packaging it was noticed that the tip of the wire was frayed. The device was put aside and another atw wire was used. The wire crossed the lesion and a jr4 guidecatheter was advanced over the guidewire. Then a 2.5x22 stent was placed at the lesion and post dilated. When the balloon was removed from the patient it was noticed that the tip of the atw wire had separated / embolized in the vessel. The separated portion of the wire could not be removed from the patient. The customer discarded the actual wire that had separated. Ekgs were checked and were normal. There was no information as to how or if the piece of wire was removed from the patient. There was no injury to the patient.

Manufacturer narrative:
As report by a sales representative, the tip of a sgw atw .014 j floppy 300cm wire separated / embolized in the vessel during a procedure. It could not be removed from the patient and 1-2cm piece was left in the body. The physician saved the first wire that was opened for the procedure but was not used because the tip frayed while removing from the package. The patient is a (B)(6) male. The target lesion location was the right coronary artery (rca). The rate of stenosis was 95%. A radial approach was used to access the patient. The physician opened the first atw wire and when removed from the packaging it was noticed that the tip of the wire was frayed. The device was put aside and another atw wire was used. The wire crossed the lesion and a jr4 guidecatheter was advanced over the guidewire. Then a 2.5x22 stent was placed at the lesion and post dilated. When the balloon was removed from the patient it was noticed that the tip of the atw wire had separated / embolized in the vessel. The separated portion of the wire could not be removed from the patient. The customer discarded the actual wire that had separated. EKG's were checked and were normal. One non-sterile unit of sgw atw .014 j floppy 300cm was received coiled in a plastic bag. Revealed and wavy conditions were observed in distal tip, no other damage was observed. The atw guidewire device was observed under system vision and the raveled/stretched condition in distal tip was confirmed. No other damage was observed, only the damages observed in the visual analysis acceptable. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'distal tip/ frayed/split/torn' was confirmed due to the guidewire shows a raveled and wavy condition in the distal tip section. The exact cause of the failure reported by the customer as well as the raveled and wavy condition on distal tip could not be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00044 and 1016427-2012-00045.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00044 and 1016427-2012-00045.